Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and was treated with vancomycin injection (1 gm, once every four days, intraperitoneal, duration not reported), ceftazidime injection (1 gm, every day, intraperitoneal, duration not reported) and meropenem injection (1 gm, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was still in the hospital and was not recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported pd therapy was discontinued. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient was not recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.